Event description:
It was reported that a hyperglycemic event occurred while using the ilet, during which blood glucose rose overnight despite site changes, with moderate ketones by morning and persistent illness symptoms throughout the day. Symptoms included lethargy, nausea, and feeling unwell. Outcomes included no reported alarms and no hospitalization. Investigation included outreach to obtain additional details and blood glucose information from the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.